Event description:
During evaluation by manufacturing on 11/16/06- strips were tested with blood on a test stand in the npt lab. Warfarinized donor had an inr of 2.6 (acceptable inr range 2.0-3.2). Inr results with returned strips & retention meters: 3.4, 3.3, 3.1, 3.2, 3.2 and 2.4. No adverse event reported by the user.